Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, two (2) tubes had ruptured. No patient or user impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, two (2) tubes had ruptured. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show tubes with cracks/damage along the tube wall. A visual inspection was conducted on 30 retained samples for damage, and none of the samples failed the inspection. Additionally, functional tests for brittleness were performed on 10 retained samples, and none of these samples failed the test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.